Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh, posterior vaginal wall formation procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2017, the patient noted to have a large amount of bleeding from the vagina. Subsequently, pressure was applied using gauze but hemostasis was not achieved. Reportedly, on the same day, emergency hemostasis was performed under lumbar puncture anesthesia and found out that there was an arterial bleeding on the suture part of the posterior wall of the vagina. Additionally, aspiration and suturing procedure was performed and then the bleeding stopped. Since then, no bleeding has occurred and blood transfusion was not required.